Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 17184700m has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant products: non-biosense webster, inc. - baylis medical transseptal needle. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial tachycardia with a navi-star¿ thermo-cool¿ electrophysiology catheter and suffered a cardiac tamponade requiring pericardiocentesis. At the end of the procedure, after ablation was completed and the electrophysiology study was being performed, the patient became hypotensive and a pericardial effusion was confirmed via intracardiac echocardiography (ice). Pericardiocentesis yielded 250 ml. Patient was reported to be in stable condition. There is no information regarding extended hospitalization or patient outcome. There were no patient factors cited that may have contributed to the adverse event. It was noted that it is unknown precisely when the perforation occurred. Physician did not provide a causality opinion. Transseptal puncture was performed with a baylis medical transseptal needle. There is no sheath information. There is no information regarding generator parameters, generator settings, power titration, overall ablation time at the site of injury, last ablation cycle time at the site of injury, irrigated catheter flow setting, or anticoagulation during the procedure. There were no errors reported on any biosense webster, inc. Equipment during the procedure. Since this adverse event required medical/surgical intervention or prolonged hospitalization to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 4/2/2018. Initial visual analysis indicates the returned product appears in normal condition. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for atrial tachycardia with a navi-star¿ thermo-cool¿ electrophysiology catheter and suffered a cardiac tamponade requiring pericardiocentesis. At the end of the procedure, after ablation was completed and the electrophysiology study was being performed, the patient became hypotensive and a pericardial effusion was confirmed via intracardiac echocardiography (ice). Pericardiocentesis yielded 250 ml. Patient was reported to be in stable condition. There were no errors reported on any biosense webster, inc. Equipment during the procedure. Product investigation: the device was visually inspected and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, the irrigation and deflection test were performed and it was found within specifications, the catheter was irrigating and deflecting correctly. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the adverse event remains unknown. The IFU states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer¿s ref # (B)(4).